Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by (B)(6): two torque wrenches were returned from a hospital and inspected per inspection requirements ((B)(4)) at (B)(6). During inspection of the uniplate torque driver in the facility, it was found that the toque wrench was above specification (found to be 1.0 ¿ 1.06 nm, specification is 0.63 ¿ 0.98 nm). During inspection of the monarch torque driver in the facility it was found that the 60 nm setting was above specification (75 nm, specification is 54 ¿ 66 nm).

Manufacturer narrative:
Device evaluated by MFR?: corrected data evaluation codes, device manufacture date: additional information (B)(4). One (1) torque wrench handle was returned for evaluation. Visual examination of both the torque wrench handle revealed extensive wear, covered with nicks and surface abrasion. Torque testing was performed on this instrument and it was noted that the wrench could not be set at 100 in-lb. Setting. The amount of torque was well above the intended range and was clearly over torquing. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque wrench handle exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause may be lack of maintenance during its time in use, resulting in the torque wrench exerting slightly more torque than its upper limit. It should be indicated that work instruction ((B)(4) revision l) was incorporated on may 6th, 2013 which provides definition of the refurbishment process and minor component replacement process which depuy spine instruments shall follow. Specifically, torque wrenches which have a current 12-month date etched on the handle to indicate the date of the required maintenance. This particular torque wrench does not feature one of these dates etched into it surface. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.